Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This is a combined initial and follow-up report in response to mw5086289.

Event description:
Name of procedure being performed: ni. Detailed description of event: "while using the applied medical resources corp., inzii retrieval system according to the MFR's instructions. It was noted that the device was unable to cinch close the endoscopic pouch. The gallbladder was able to be removed with the open pouch. FDA safety report ID#: (B)(4)." Type of intervention: ni. Patient status: no patient injury & no information regarding the patient status.